Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Device received with pending investigation.

Event description:
The customer reported the device failed barrel clamp test. There was no patient involvement.

Manufacturer narrative:
Additional information added: e2, g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, and right iui damaged ribs. Calibrated. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to damaged/cracked of the cover front syringe. A review of the device history record showed the device had a manufacture date of 04may2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device failed barrel clamp test. There was no patient involvement.

Manufacturer narrative:
Additional information added to: h2 device evaluation and annex codes g.

Event description:
The customer reported the device failed barrel clamp test. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device failed barrel clamp test. There was no patient involvement.